Event description:
Caller faxed a copy of three atr episodes caused by noise to technical services on 10/05/2011. Stated possible insulation problem. Patient denies symptoms. Will continue to monitor and consider replacing. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).